Event description:
It was reported the epg (external pulse generator) has a cracked display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display was broken. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the side bail covers and side bails were missing, the lead flex cover was corroded, the battery contacts were compressed, the ring bail was bent, the battery drawer o-ring was missing and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.